Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusions alarms occurred. Supply changes were performed resolving the occlusions. Customer's blood glucose level was approximately 120 mg/dl.